Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer did not report that the sensor cannula was still in her body. The customer felt the cannula was in the needle hub.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was removed and electrode was missing and needle was hard to remove. The customer's blood glucose value was unknown. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula broken; broken part found inside insertion needle canal. Unable to confirm customer received sensor in said condition due to customer returned opened and used. See image for details. Also inspected insertion needle and found needle bent inside hub assembly. See image for details.